Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 18 atms on the third inflation. (The number of atms reached on the first and second inflations was 12 atms.) The lesion being treated was a calcified, 90% stenotic lesion in the proximal right coronary artery. The physician used a 6 fr terumo introducer sheath for vascular access and a bmw guidewire and a 6 fr launcher jr 4.0 guide catheter to cross the lesion. The quantum maverick monorail ballooon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.